Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 23.1 mmol/l. Customer¿s current blood glucose level was 20.3 mmol/l. Customer reported that they treat with manual injection and bolus. Customer did not allege insulin pump was under delivering. Customer declined to test the insulin pump. Customer was not using auto mode. The insulin pump will not be returned for analysis.